Event description:
The reporter stated the surgeon inserted a 13.7mm micl13.7 implantable collamer lens into the patient's left eye (os) and the surgeon noted one of the trailing haptics had torn. The lens was removed with no patient injury and the back-up lens was implanted with no problem. The reporter stated the sugeon felt some resistance when initially injecting the lens and upon inspection of the lens and loader after removal, it was found the haptic had inadvertently caught in the loader and was torn.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).